Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 540 mg/dl at the time of incident. The customer's blood glucose was 444 mg/dl at the time of call. The customer stated that the blood glucose reached 561 mg/dl. The customer stated that they gave treat the high blood glucose with manual injection. The customer stated that the no delivery alarm did not recur. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The insulin pump will not be returned for analysis.